Manufacturer narrative:
Batch review performed on 23 october 2023: lot 145461: (B)(4) items manufactured and released on 03-march-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 4 years and 10 months from the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon upsized the insert (from 12 mm to 17 mm) and the surgery was completed successfully.